Event description:
Ivc filter had to be retrieved due to the legs bending the wrong way during a femoral approach. Filter removed and replaced with second filter.what was the original intended procedure?ivc filter placement.device #1is this a laboratory device or laboratory test?no.